Event description:
It was reported to the manufacturer on november 14, 2023 that there was some drainage from the wound. Based on the provided photo of the wound, there is no indication that the device caused the drainage. A root cause cannot be determined based on the information provided. However, in abundance of caution this event is being reported.